Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number is unknown.

Event description:
It was reported that the accuracy results of a pump were outside range of greater than 7 percent. There was no patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device operated as intended. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.